Event description:
Scrtch was seen in the center of the intraocular lens following implantation. The incision was enlarged to accommodate removal of the lens. A second incision was made and a suture was used for placement of the second lens.